Manufacturer narrative:
Sections update: b4, g3,g6,h1,h2, h3, h6, h10. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device has not been return no further investigation can be completed. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Should further information be provided a follow up report will be sent.

Manufacturer narrative:
Device was not returned, unknown disposition.

Event description:
Based on the information provided on (B)(6) 2021 a carbomedics 31 mm mitral valve was implanted and explanted on the same day. No further information has been provided.